Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer restarted the system to clear the error. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, user informed the technical support engineer (tse) that they encountered a recoverable fault on the universal surgical manipulator (usm) 2. The user was able to recover the fault but noticed that the usm2 moved when the instrument clutch was pressed. The tse reviewed the system error logs and confirmed the occurrence of error 23103 on the usm2. The tse recommended performing a hard power cycle on the patient side cart, but the user was unable to follow. The user planned to perform a hard power cycle on the system after the procedure and call back if needed. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the procedure was completed using all 4 arms. The user further explained that when clutch button was pressed, the arm would automatically sway to the right, unless it was physically held in place when the arm was clutched. The usm2 moved automatically with no command and moved to the right when the clutch button was pressed. The user stated that the procedure was operated appropriately if not clutched. No friction or shakiness was observed. The issue occurred whenever the arm was clutched. It was unknown whether there were any external collisions. No images or videos are available for isi review.

Manufacturer narrative:
The probable root cause is attributed to a transient electrical communication disruption within the universal surgical manipulator (usm) 2 and setup joint (suj) assembly, likely at the encoder and hall sensor level. This issue can be resolved by power cycling the system.

Event description:
Refer to h11 for follow-up information.